Manufacturer narrative:
The previous medwatch report was submitted by william cook (B)(4) under manufacturer report reference# 3002808486-2020-00182. Reporter occupation: non-healthcare professional. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # referenced in this initial medwatch report. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava (vc) perforation, thrombus, tilt, leg swelling, abdominal pain, physical limitations. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported swelling, abdominal pain, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right internal jugular vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging tilt and vena cava perforation. The patient further alleges "constant swelling of legs, stabbing abdominal pain, difficulty negotiating stairs, difficulty entering-exiting cars, very little stamina when walking or standing for more than a short time/distance." Report from venogram: "angiographic findings: the patient had heavy thrombus burden on both sides, his right and left popliteal veins were occluded with heavy thrombus load; right and left femoral veins, common femoral veins, right and left external and common iliac veins all were occluded with heavy amount of thrombus present. Both the left and right common iliac veins enjoined to become inferior vena cava, which had a heavy thrombus present with almost 99% subdural occlusion. Heavy thrombus present below the filter. There was a small amount of thrombus present above the filter. Above the filter, the patient regained flow back into the right atrium." Report from thrombectomy: "upon angiography on the second day, heavy thrombus burden was considerably reduced. The inferior vena cava had mild thrombus burden present with some thrombus seen around the inferior vena cava filter. The inferior vena cava at this time around was patent and had flow established through it. 2. The left common iliac vein still had a moderate amount of thrombus present with severe stenosis of approximately 90 degrees present. 3. The left external iliac vein was patent and flow was established. 4. The left common femoral vein was patent. The left femoral vein mid portion had approximately 80% stenosis present with a long segment of stenosis of at least 80 millimeters. 5. The right common iliac and external iliac vein were present. The right femoral vein was patent with a moderate amount of thrombus present. The right popliteal vein still had moderate amount of thrombus present." Report from CT (computed tomography): "there is an ivc filter present in the inferior vena cava. The tip is located 4 mm below the right renal vein which is the more inferior of the two renal veins. The ivc filter apex is tilted towards the right with the tip up against the right lateral wall of the vena cava. The filter has eight struts. There are four struts which clearly perforate through the wall of the vena cava. The four perforating struts are located left anterior, right anterior, left posterior and right posterior. All of these struts have tips in the adjacent retroperitoneal/pericaval fat. None of these perforate into any organ or adjacent vessel. None of these struts are fractured. The vena cava remains normal in caliber."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: d3 (email), d4 (model #), g1 (email). Additional information: b5. Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided which indicates the patient has subsequently expired, but it was not indicated that the ivc filter contributed to this outcome.